Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One imp,tsv,mcol mg,4.1mm,11.5mml (tsvm4b11) device was not returned, only the outer packaging with broken seal was returned. Therefore, visual evaluation of the product could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Device history record (DHR) review was completed for the subject lot number 1226174. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1226174) for similar event using keyword incorrect component quantity and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable without the product (implant and bundled components) return.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the implant box was empty during surgery. Procedure was completed with another implant.